Event description:
The reporter indicated that the handheld displayed "error establishing communication" when trying to communicate with the pt's generator. Troubleshooting did not resolve the issue. The reporter suspects the pt's pulse generator has reached end-of-service. The reporter has not confirmed revision surgery consult. Good faith attempts were made to obtain add'l info and pending response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.